Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5154872.

Event description:
It was reported that a patient presented with infection noted on the system leads. The leads were explanted and replaced. No further adverse patient consequences were reported.